Manufacturer narrative:
Conclusion: the device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent not expanding could not be confirmed without product return. The root cause or contributing factors of the event could not be determined without product analysis or additional information. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid-posterior communicating artery aneurysm, after placing the enterprise 2 vrd (enc401600/ 10627291), it was found that the marker on the central side were not developed and confirmed that the stent was not attached firmly to the blood vessel wall. It was unknown how the procedure was completed; however, the procedure was successfully completed without further issues or delay. Due to the event, the procedure was delayed for 30 minutes. There was no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. The product was not available as it was discarded by the customer. No further information was available.